Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a right ventricular lead that had an increased capture threshold. R-wave amplitudes were also noted to be low. The lead was repositioned on (B)(6) 2020. Post procedure, the lead's electrical values were noted to be acceptable. The patient was stable.